Manufacturer narrative:
Evaluation. A field service rep (fsr) was dispatched to the site. Co performed troubleshooting steps to resolve the erratic hbg problem. The customer's complaint of erratic hbg results was not confirmed. Also, a review of the complaint documentation indicated that the customer stated all controls were within range and other pt results were valid. In addition, the customer indicated that an antibody in the pt sample may have caused instability of the hbg results. This is the final report.

Event description:
On 11/26/97 the account received an erratic hemoglobin result for a hematolgy sample, which was drawn on a pt from a car accident. An initial result of 6.9 g/dl was given and reported, which was questioned by the pt's nurses. The sample was retested and a result of 9.3 g/dl was given. A request was made to redraw the pt and 6.9 g/dl was given from the second sample. The pt received a unit of blood based upon the second sample result. The pt's hemoglobin after the transfusion was 9.0 g/dl. Attempts have been made to obtain more detailed info regarding the initial sample drawn, however, further info has not been received. No report of any injury.